Event description:
It was reported that during a replacement they noted blood in the header on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of contamination could not be confirmed. Visual inspection of the device revealed blood in the header. However, this is not a device failure in post implanted devices. Electrical, longevity, and visual analysis was normal with no anomalies found.